Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up and the reservoir was empty. She changed the reservoir and her blood glucose level was 366 mg/dl. The customer took insulin but her blood glucose level went up to 508 mg/dl. The customer did not have a backup plan to treat her blood glucose level. The customer was not feeling well. The customer declined troubleshooting. The device was not returned.